Event description:
Breakage of the blade of the retractor during surgery (1 tooth broke off). The instrument was consistent visually prior to surgery. The discrepancy was noticed during surgery, during the use of the device. The broken part was found in the wound. Surgery successfully completed. Ref MFR # 3005180920-2015-00120.